Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the battery depleted quickly. In addition, it was reported that pump recommended a bolus of 300 units of insulin to be delivered. Reportedly, the insulin gauge issues resolved. Additional information was not provided. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.